Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received a 19.20 mg/dl lower scan result on the adc device compared to an unspecified reading obtained on the competitor brand meter. The customer did not notice a trend arrow on the device. The customer experienced symptoms described as "feeling unwell" and was unable to self-treat. As a result, the customer was provided 18 units of short-term insulin by a non-healthcare professional for treatment. Subsequently, the customer also had contact with a healthcare professional (hcp) who obtained an unspecified glucose test; however, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event. Reportedly, a glucose reading by adc device sensor scan of 150 mg/dl, 70 mg/dl, 39 mg/dl, was compared to a blood glucose test performed on the competitor brand meter with a result of 501 mg/dl, which when the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of adc device was one day. However, it is unknown when these readings were obtained in relation to the reported medical event.